Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using ti powerport low profile. During a port placement procedure, the wire allegedly found could not insert. It was further reported that the wire allegedly found to be broken. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using ti powerport low profile. During a port placement procedure, the wire allegedly found could not insert. It was further reported that the wire allegedly found to be broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one j-tip guidewire in a guidewire hoop loaded to one introducer needle and other kit components were returned for evaluation. Gross visual, microscopic, functional and dimensional evaluations were performed. The guidewire was noted to be stuck within the introducer needle. The j-tip of the guidewire was not protruding the introducer needle bevel. Uncoiling was noted throughout the distal guidewire portion. The portion was also noted to be stretched and bent. The flat core wire was protruding the uncoiled portion of the guidewire. The termination of the flat core wire was observed to be granular. An attempt to advance the j-tip guidewire into the introducer needle was performed and was unsuccessful. The guidewire did not advance within the introducer needle. Therefore, the investigation is confirmed for the reported fracture and identified material separation, stretched, unraveled and deformation issues. However, the investigation is inconclusive for the difficult to insert as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.